Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation in clinic, post-paced t-wave oversensing was noted on a real-time egm. Also, non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing were noted on a stored egm. Patient did not receive therapy during the oversensing. Programming changes were made during the device check. Patient was stable.